Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was experiencing symptoms of high blood glucose such as excessive thirst, urination, sluggish fatigue, and feeling grumpy. Customer's blood glucose reading was 572 mg/dl at the time of the incident. Customer's current blood glucose was 326 mg/dl. Customer treated with the insulin pump. Customer stated that the infusion set cannula looks straight and he determined the issue was the infusion sets. Customer declined troubleshooting for the no delivery alarms. Customer was advised to do a complete set change.